Event description:
Pt mattress core staturated with blood/body fluids not belonging to the pt occupying the bed. The core of the maxifloat mattress examined was soaked with blood or body fluid and smelled very bad. Although there were no visible punctures, holes or penetrations on the top or bottom cover, this fluid penetrated to the foam core or was already in the core when this cover was placed over top of it. Because this mattress is designed with a special zipper and a hypolex anti-microbial cover to prevent the ingress of fluids into the inner core of the mattress, reporter is concerned that there has been a failure with this product. The MFR contends that the top and bottom covers of the pressure reduction mattresses can be cleaned using standard cleaning solutions that have been properly diluted. The use of cleaning agents on the mattress is not supposed to result in the breakdown of the fabric or coating or result in the loss of waterproofing. The e.s. (Environmental services) staff has been following regular hosp wipe-down/disinfecting procedures using their quaternary disinfectant.